Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000452, lot /serial #: none. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the cover was replaced. They verified the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the louver cover was bent. No patient was present at the time of the event.